Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. Unable to perform functional tests due to missing segments. Insulin pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call have dropped insulin pump which caused damage to insulin pump. Customer reported that words on display screen was blank. Customer's blood glucose was 107 mg/dl. Customer was advised that insulin pump would need to be replaced.